Event description:
Event description guidant received information that during implant, while this guiding catheter was at the intake of the coronary sinus, a contrast injection was performed and a perforation occurred.